Event description:
It was reported that the pump exhibited a bad air-in-line sensor. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other: b3 unknown, d4: UDI (B)(4).141333, for all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6) one device was returned for analysis. Visual inspection showed a bubbled dso seal. The tamper seal was broken. Review of the event history log (ehl) showed cannot start pump alarm. A functional test was performed and the reported issue was not duplicated, however the event history log showed multiple cannot start pump alarms. The most probable cause was due to an intermittent air detector. As a result, the air detector was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.